Event description:
It was reported by a customer that the fiber card was not permitting fiber function at 30,700 joules. No pt injury was reported.

Manufacturer narrative:
The device was returned to the MFR and analyzed. The failure analysis disclosed that the fiber expired by the soft joule limit. The fiber cap region was not burned or melted, the cap remained intact and attached. The fiber cap was drilled through. The fiber shrink tube and fiber jacket was not melted or burned. The beveled section was not melted or exhibited burnt glue. The fiber cap exhibited detritus, char, devitrification and melted glass. The fiber cap condition would result in reduced vaporization efficiency. This may also cause forward firing. The joules verified on the fiber card were 30,691 joules. The root cause of the device failure was determined to be heat accumulation. Due to anatomical/procedural factors encountered during the procedure, cap wear was accelerated limiting the performance of the fiber. The product labeling (product insert 0127-1410) warns that tissue contact or tissue probing may cause fiber damage or breakage.